Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the device due to the patients condition. The device was then repositioned but resulted in a failure to sense. The device was then repositioned again to resolve the event. The patient was in stable condition.